Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was leaking and shocking the pt, causing the extremities to swell and an infection to spread on her right side. It was reported that the symptoms had been occurring for three weeks. Further follow-up was not possible due to insufficient identifiers.